Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -4.0 diopter. Implantable collamer lens got caught in the cartridge and was damaged during loading into the cartridge. There was no patient contact. The doctor performed lasik on the patient because there was no alternative lens. It was reported that the problem resolved. Device was selected for cause of event.